Event description:
The customer reported noticing unexpected low sodium (na+) results for two patients which were generated over two days from a beckman coulter au600 clinical chemistry analyzer. This report is for the event involving the second patient which occurred on (B)(6) 2012. Please see medwatch #2050012-2012-00951 for the report of the event which occurred on (B)(6) 2012. The customer indicated that the au680 instrument in question generated na+ result of 127 mmol/l. The sample was repeated on the same au680 and a result of 133 mmol/l was obtained. The sample was retested again using the stat wheel of the instrument and a result of 134 mmol/l was obtained. The customer stated that no erroneous results were reported out of the lab and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) assessed the instrument and found that the ion selective electrode (ise) buffer nozzle was out of alignment. Fse re-aligned the nozzles and replaced the ise tubing. Fse also cleaned the sample dilution pot (d-pot) and repairs were verified per established procedures. Fse noted that the coefficient of variation (%cv) before service was performed was 0.66%. %cv after the service was 0.03 - 0.3% and range was 1.18. Root cause of the issue was determined to be that the ise buffer nozzle was out of alignment.

Manufacturer narrative:
Evaluation code - results code - (other): sample d-pot.